Manufacturer narrative:
Optometrist reported consumer called who was experiencing burning and stinging after using the product. The consumer has also visited a hospital as a result of the experience. The (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptom(s) reported are consistent with the (B)(6) description of a temporary condition associated with hydrogen peroxide exposure. No product was returned for evaluation. Attempts to obtain additional event information have been unsuccessful.

Event description:
Optometrist reported consumer experienced burning and stinging after using the product. The consumer has also visited a hospital as a result of the experience. There was no report of a medical treatment associated with the experience. The complaint suggests the device may have malfunctioned as a result of variability of neutralization.

Manufacturer narrative:
Attempts to obtain clarifying details have been unsuccessful. It is not clear if the product is available for return and the lot number was not provided. The symptom reported is consistent with the toxnet description of a temporary condition associated with hydrogen peroxide exposure.

Event description:
Letter received from a solicitor reported their client experienced an eye injury following use of the product. The client received treatment for the injuries at an infirmary and a hospital. The letter did not provide any details about the nature of the injury or any treatment provided. Attempts to obtain clarifying details have been unsuccessful. The lack of detail other than the nature of the disinfection system allegedly involved may indicate that unneutralized hydrogen peroxide came into contact with the eye.

Manufacturer narrative:
Since the follow-up report, the lot number was provided. The product was requested but has not been received. Attempts to obtain clarifying details and medical information have been unsuccessful.